Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's new healthcare provider (hcp) had decreased the pump basal rate and carbohydrate ratio. Subsequently, customer's blood glucose (bg) was 305 mg/dl customer was admitted to the hospital. Intravenous fluids/insulin were administered and water was provided. Elevated bg was resolved. Customer was released from the hospital on (B)(6) 2019 with no permanent injury. At time of the report, customer was using manual injections for insulin therapy and bg was 118 mg/dl. Customer requested tandem technical support's assistance with adjusting the pump settings to the previous settings.